Event description:
It was reported that the pump battery depleted quickly, resulting in the pump shutting down. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.